Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer, who was (B)(6) years old, had been diagnosed with diabetes for 9 years and had been on insulin for 9 years, as well. The company representative stated that the customer also had hypertension, retinopathy, high total cholesterol, low good cholesterol, high bad cholesterol, high triglycerides, and periodontal disease or inflammation and bleeding of the gums, as well as vaginal dryness. In the past 3 months, the customer experienced low blood glucose reactions, which were all mild in nature. The caller declined to provide the blood glucose reading. Nothing further reported.